Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine control pcb, hard drive and connection cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save cine image data. No patient serious injury or death was reported related to this event.